Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had motor error alarm, damage, and no delivery alarm. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the no delivery. However there was no troubleshooting performed for the motor error alarm. The customer stated the pump had cracks around screen and battery compartment. The device will be returned for analysis.